Event description:
It was reported that the patient had neck surgery on (B)(6) 2013 and since the neck surgery that patient had a burning pain when she bumped against the implantable neurostimulator (ins). It was noted that the burning pain did go away after a few minutes, but it was very painful. It was noted that the patient had no falls or trauma. It was noted that if the patient leaned back there was a ¿burning feeling like a hot frying pan on skin.¿ it was noted that the patient had not turned off the ins. It was noted that the patient did not have a return of symptoms but also sometimes got a pain in the lower abdomen. Additional information received reported that the patient still had concerns regarding the device or therapy but was working with their doctor or manufacturer representative and had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3093-33, lot# v118846, implanted: (B)(6) 2008, product type: lead. (B)(4).